Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Unit had cracked battery tube threads, missing reservoir tube o-ring. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.